Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages( was confirmed. As received the electrode belt failed the current test. Upon investigation the red (-5v) and blue (+5v) wires were shorted in the ECG c and d cable assembly, causing the current test failure and reported alarms. The cause of the shorted wires was unable to be positively identified. No adverse event resulted from the damaged cable. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a female (B)(6) patient's device was alarming with adjust belt or check belt messages. The patient was issued a replacement belt.